Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation therapy. It was reported that the patient was at the facility this past monday. The caller reported the patient indicated their stimulation was turned off 2 years ago due to not working and not getting the benefit the patient was supposed to. The caller reported they were able to interrogate the patient's ins after replacing new batteries on their patient programmer. The caller reported the patient was on program 1 with a check mark at 0.2v without lightning bolt on the upper left hand corner.